Manufacturer narrative:
It was reported that amplatzer piccolo occluders when used with abbott delivery sheath (ds) have been alleged to be associated with leaks. There is no additional information provided for review. A returned device assessment could not be performed as the device was not returned for analysis. The device batch number was not provided, and therefore the device history record could not be reviewed. Based on limited information available and without the device to analyze, the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Medwatch: mw5166565. It was reported that amplatzer piccolo occluders when used with abbott delivery sheath (ds) have been alleged to be associated with leaks.

Manufacturer narrative:
Medwatch: mw5166565. It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Event description:
Medwatch: mw5166565. It was reported that amplatzer piccolo occluders when used with abbott delivery sheath (ds) have been alleged to be associated with leaks.